Manufacturer narrative:
Upon completion of the investigation a follwo up report will be filed.

Event description:
Affiliate reported that the patient fell out of a tree which resulted in a traumatic subarachnoid hemorrhage. Since then, the device at times could not reprogram the pressure. In addition, the white marker could not be confirmed in the image. As a result the device was revised.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). A follow-up is being generated due to a correction the medwatch report. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Based on a phone conversation (B)(4) received from at FDA, explained that the remediated medwatch associated with this complaint could not be accepted. FDA requires medwatch to reference original medwatch MFR number.

Manufacturer narrative:
Upon completion of the investigation it was noted that the valve casing, the cam pillar, and the x- ray dot have been dislodged. Therefore the cam position/pressure could not be determined. It was noted in the initial report that the patient fell from tree and hit his head resulting in a traumatic subarachnoid hemorrhage. It appears that the likely root cause for the problem reported was directly related to the patient's fall. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
In 1996, the device was implanted via v-p shunt. Setting pressure was unknown. In (B)(6) 2009, the patient fell from tree and hit his head and had a traumatic subarachnoid hemorrhage. Since then, the device sometimes could not reprogram the pressure. Also white marker could not be confirmed in the image. On (B)(6) 2011, the device was replaced by 82-3110 via 120mmh2o. The surgeon thinks that the reason of reprogramming failure would be valve breakage. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). A follow-up is being generated due to a correction the medwatch report. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Based on a phone conversation (B)(4) received at FDA, explained that the remediated medwatch associated with this complaint could not be accepted. FDA requires medwatch to reference original medwatch MFR number.